Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent bilateral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted there were multiple loops of small bowel densely adherent to the mesh. It was reported that the patient experienced severe pain, small bowel incarceration, injury to small bowel, and inflammation. No additional information was provided.